Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
The patient showed symptoms of over-dosage "after almost three years of itb therapy with this pump". A physician checked the pump by emptying the reservoir. The actual volume removed from the reservoir was 0.5 ml; however, 5.0 ml was the expected calculated volume. The physician filled the pump completely with water and performed adequate programming. The pump was explanted and replaced on (B)(6) 2012. During the explant procedure, the full amount of the reservoir had been taken out; and again instead of 19.9 ml (expected calculated volume) the actual volume extracted from the pump was 10.0 ml. In regards to outcome, the patient was noted as being "fine". Drugs delivered via the device were baclofen 268.5mcg and clonidine 1313.5mcg/ml. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
This device is included in the medical device correction, ¿synchromed ii implantable drug infusion pump ¿ overinfusion¿ ( (B)(6) 2014)

Manufacturer narrative:
Analysis revealed the pump failed non-destructive testing. No catheter segments were returned for analysis. The pump logs indicated no anomalies. Testing showed the pump did not dispense within specification. Upon destructive analysis, it was discovered that a significant amount of residue was present in the pump head/pump tube compartments. Further investigation noted that the pump tube was deformed in shape and had signs of mechanical wear and was discolored. The residue in the pump head and the deformation and/or swelling of the pump tube may have caused insufficient pump tube occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.